Manufacturer narrative:
(B)(4).

Event description:
During an attempt to treat a lesion below the knee with 80% stenosis and mild calcification, physician noticed during inflation that the balloon did not hold pressure. It appeared to be leaking at the point where the shaft meets the hub. Patient was treated with a non medtronic device and was treated as expected and released from hospital. No injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
Device evaluation: the balloon was unfolded; however no traces of radio opaque solution were detected. The shaft was not damaged. The strain relief close to the hub was missing. The device was pressurized and leakage was detected from the bonding between shaft and the luer, keeping the syringe downwards, vacuum was drawn for 15 sec but bubbles continued to rise from the device. The same test was performed using colored water and leakage confirmed from the uv bonding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.